Event description:
Siemens healthineers was notified of an adverse patient event by medwatch report# mw5180015 provided by the FDA on december 11, 2025. The medwatch report was completed by the patient. According to information provided by the patient during a phone interview, on (B)(6) 2022, the patient weighing 265 pounds with a history of claustrophobia underwent an MRI procedure for abdominal imaging without sedation using the magnetom symphony, a tim system. This system has a 60" bore. During the examination, the patient allegedly sustained a concussion, a rotator cuff tear, nerve damage, ruptured disc(s) of unknown location, and sprains to the ankle and thumb. The patient reports experiencing ongoing chronic pain and emotional trauma and remains under medical treatment. At this time, there is no information to suggest that the subject device malfunctioned or failed to operate as intended.

Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.